Event description:
Routine complaint investigation confirms an incorrect calibration code being obtained. Analysis shows that this calibration code, if used to perform an assay with test strips any lot, could could result in higher than expected values. No injuries reported in the field.